Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records pertaining to the gunshot wound to the abdomen were not provided.] On (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Progress notes. Complaint of gun shot to abdomen with multiple surgeries (splenectomy, colostomy)- now with enlarging ventral hernia. Severity at times, constant; worse in evening, best in am, pain 5/10. History methicillin-resistant staphylococcus aureus wound infection. Weight 276.2 lbs. Examination: abdomen; large ventral hernia in midline incision. Impression/plan: ventral hernia; repair with inpatient stay. On (B)(6) 2007: (B)(6) medical center. (B)(6) , md. History and physical. Date of planned surgery: 06/13. Complaint of gun shot to abdomen, now with enlarging ventral hernia. Examination: abdomen; large ventral hernia in midline incision. Impression/plan: ventral hernia, repair with inpatient stay, informed consent given, all questions answered. On (B)(6) 2007: (B)(6) medical center. (B)(6) , md. History and physical. Date of planned surgery: (B)(6) . Complaint of gun shot to abdomen, now with enlarging ventral hernia. Examination: abdomen; large ventral hernia in midline incision. Impression/plan: ventral hernia, repair with inpatient stay, informed consent given, all questions answered. On (B)(6) 2007: (B)(6) health facility. (B)(6) le, md. Operative report. Assistant: none. Preoperative diagnosis(es): ventral hernia. Operative diagnosis(es): ventral hernia. Operation performed: repair of multiple ventral hernias. Anesthesia: general. Description of operation: ¿after satisfactory general anesthesia had been obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. A portion of the previous midline incision was excised and deepened down. We had found two hernia defects. These were dissected free and bound into one. The edges were so closely approximated that I felt a primary closure was indicated. Closed this with #1 running prolene suture. Subcutaneous tissue was approximated with 3-0 vicryl and the skin was closed with staples. The patient appeared to tolerate the procedure well. Estimated blood loss of the procedure was less than 50 cc.¿ on (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Progress notes. Some drainage from incision; appears to be seroma, will place on cipro for protection. On (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Progress notes. Rest of staples removed today; healing but still some drainage, applied silver nitrate. On (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Progress notes. Healing nicely, wound looks good, minimal drainage. On (B)(6) 2009: (B)(6) health facility. (B)(6) , md. Operative report. Assistant: none. Preoperative diagnosis: ventral hernia. Postoperative diagnoses: ventral hernia (multiple defects). Stitch abscess. Operation performed: ventral hernia repair with temporary mesh and lysis of adhesions. Medical service: general surgery. Indications for procedure: the patient is a 32-year-old man who presents with a ventral hernia. The patient has undergone previous operations for a gunshot wound to the abdomen. The patient subsequently developed a ventral hernia, which was previously repaired in 2007. At that time, no mesh was placed. The patient has re-developed hernias and presents for elective repair. Description of operation: ¿the patient was brought to the operating room and placed in a supine position on the operating room table. After a time-out had been performed and general endotracheal anesthesia administered, the patient¿s abdomen was prepped and draped in the usual sterile fashion. The area of the hernias was located about two-thirds of the way to the umbilicus down to just above the supraumbilical area. This area had a widened scar. Therefore, the scar was excised sharply with the 15-blade scalpel. The dissection was then carried down through the subcutaneous tissues both bluntly and sharply until the abdominal cavity was encountered. This opening was then lengthened to nearly the full length of the incision. A fairly extensive adhesiolysis was then initiated to disconnect the underlying small bowel from the anterior abdominal wall. Once this was adequate, the multiple defects could be palpated. There was one defect located in the left inferior portion of the incision and two located on the right side of the incision. Also, there was a large inflammatory mass in the right side of the incision in the anterior abdominal wall. This was opened and found to contain purulent material. This material was sent off as a specimen. The phlegmon was then removed as were other smaller phlegmons located along the anterior abdominal wall. These multiple phlegmons were associated with the previously placed prolene sutures. All prolene sutures which were noted were removed in their entirety. The hernia sacs of the three hernia defects were then removed and handed off as a single specimen. The defects associated with each of these hernia sacs was then closed with a #1 pds in a running fashion. The abdominal wall and anterior abdominal wall were then copiously irrigated with normal saline. A piece of micromesh was then brought into the field and folded into fourths resulting in a piece of mesh that approximated the size of the defect. This was placed behind the fascia and secured to the anterior abdominal wall with several interrupted #1 pds sutures. Finally, the incision itself was closed with several interrupted #1 pds sutures in a vertical mattress fashion. Once this was completed, the defect was able to be completely closed. A 7-mm jackson-pratt drain was then placed in the subcutaneous space. This was brought in through a separate stab incision. This was secured with a 2-0 nylon drain stitch and placed to bulb suction. The deep dermal layer was then closed with several interrupted 3-0 vicryl sutures. Finally, the skin was closed with staples. Sterile dressings were then placed. The patient was then allowed to awaken and was brought back to the post anesthesia care unit in good condition. There were no complications. Estimated blood loss was 100 ml.¿ on (B)(6) 2009: [missing records: a pathology report detailing analysis of the specimens removed during the 05/07/09 procedure was not provided.] On (B)(6) 2009: (B)(6) health facility. (B)(6) , md. Operative report. Assistant: none. Preoperative diagnosis: infected abdominal wound status post ventral hernia repair. Postoperative diagnosis: infected abdominal wound status post ventral hernia repair. Operation performed: incision and drainage. Washout. Medical service: general surgery. Indications for procedure: the patient is a 32-year-old man who presents with an infected abdominal wound status post ventral hernia repair. The hernia was repaired by myself approximately one month ago. At that time, the patient was noted to have several stitch abscesses associated with a previous ventral hernia repair. These were debrided as well as could be done. However, since there was infection present, the choice was made to place a temporary mesh. Therefore, this was placed and the repair was completed. Postoperatively, the patient did well initially. However, he eventually developed an open wound at the lower end of the incision which continues to drain pus. This wound was packed and followed in the clinic. The patient never had any constitutional symptoms of nausea, vomiting, fevers or chills. He presents for elective incision and drainage of the wound and washout. Description of operation: ¿the patient was brought to the operating room and placed in a supine position on the operating room table. After a time-out had been performed and general endotracheal anesthesia administered, the patient¿s abdomen was prepped and draped in the usual sterile fashion. Once again, the wound was probed and there was a tract noted from the inferior-most portion of the incision which extended toward the superior part of the incision. Therefore, this was opened sharply with curved mayo scissors. There was an immediate return of pus and this was sampled and sent for aerobic and anaerobic culture. The wound was then probed and further tracts were noted which traveled down toward the fascia and underneath. There was a bridge of normal tissue below the lower draining cavity and the upper tract. Therefore, this bridge of tissue was divided and the wound was fully opened. There were noted to be several sutures located within the wound which appeared to be the previously placed pds sutures and as many of these were removed as possible that could be palpated. The lower end of the wound was palpated and it is unclear if the tissue in the base of the wound was fascia or hernia sac. However, preoperatively the patient did not exhibit evidence of a recurrent hernia. Nonetheless, all loculations were manually broken up until no further tracts could be developed. The wound was then copiously irrigated with normal saline through the pulse irrigator, approximately one liter. Once this was complete, all irrigation fluid was suctioned from the wound and the wound was then packed with betadine-soaked two-inch kerlix rolled gauze, approximately five to six feet. Sterile dressings were then placed. The patient was then allowed to awaken and was brought back to the post anesthesia care unit in good condition. There were no complications. Estimated blood loss was 5 ml.¿ on (B)(6) 2009: (B)(6) health facility. (B)(6) , md. Operative report. Assistant: none. Preoperative diagnosis(es): abdominal wound status post incision and drainage. Postoperative diagnosis(es): abdominal wound status post incision and drainage. Operation performed: wash out and closure of abdominal wound. Indications for procedure: the patient is a 32-year-old man who presented with an infected abdominal wound approximately one week ago. At that time, the abdominal wound was opened and drained. This was then washed out and dressing changes started. The wound was cleaned up and a wound vac was subsequently placed. Once again, the wound has cleaned up nicely with a wound vac and the patient presents for wash out and closure. Description of operation: ¿the patient was brought to the operating room and placed in a supine position on the operating room table. After a time-out had been performed and general endotracheal anesthesia administered, the patient¿s abdomen was prepped and draped in the usual sterile fashion. The wound was once again copiously irrigated with a pulse irrigator. The wound itself appeared to be clean and with excellent granulation ingrowth. Once the wound was adequately irrigated, the skin edges were reapproximated utilizing several interrupted 2-0 nylon sutures in a horizontal mattress fashion. A small opening was left at the bottom of the wound for drainage should it be necessary. Sterile dressings were then placed. The patient was then allowed to awaken and was brought back to the post anesthesia care unit in good condition. There were no complications. Estimated blood loss was 3 ml.¿ on (B)(6) 2009: (B)(6) health facility. (B)(6) , md. Operative report. Assistant: none. Medical service: general surgery. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation performed: ventral hernia repair with mesh. Indications for procedure: the patient is a 32-year-old man who presents with a recurrent ventral hernia. The patient had a primary repair performed in 2007, which subsequently failed. The patient was brought for elective repair in may of this year. At that time, several stitch abscesses were noted and only temporary mesh was placed for this reason. He subsequently healed from the surgery; however, the hernia has, once again, recurred. He presents for elective repair. Description of operation: ¿the patient was brought to the operating room and placed in a supine position on the operating room table. After a time-out had been performed and general endotracheal anesthesia administered, the patient¿s abdomen was prepped and draped in the usual sterile fashion. The patient was noted to have a widened scar directly over the hernia defect. This scar was removed sharply, and the hernia sac was encountered. There were fairly dense adhesions of the underlying surface of the hernia sac and surrounding fascia to the underlying small bowel. These adhesions were taken down sharply until the undersurface of the fascia was cleared for several centimeters in all directions. Next, the anterior surface of the fascia was cleaned of overlying subcutaneous tissue for several centimeters in all directions as well. A large piece of dualmesh was then brought into the field and placed within the abdominal cavity. This was then tacked to the undersurface of the fascia with several interrupted #1 pds pop-off sutures. This was secured around the entire circumference of the mesh. However, the fascia was not able to be closed over the mesh due to excessive tension. Therefore, a 7-mm jackson-pratt drain was then brought in through a separate stab incision and placed directly on top of the mesh. The deep dermal layer was then closed with several interrupted 3-0 vicryl sutures. Finally, the skin was closed with staples. Sterile dressings were then placed. The patient was then allowed to awaken and was brought back to the postanesthesia care unit in good condition. There were no complications. Estimated blood loss was 50 ml. It should be noted that the jp drain was placed to bulb suction prior to completing the procedure.¿ on (B)(6) 2009: [facility ni]. [Illegible signature]. Brief postoperative note/procedure note. Pre-operative diagnosis: ventral hernia. Post-operative diagnosis: same. Surgeon: stevens. Assistant: none. Procedure: ventral hernia repair with mesh. Findings: as above. Specimens removed: none. Anesthesia: general. Drains: jp x 1. Estimated blood loss: 50 cc. Post-operative condition: stable. On (B)(6) 2009: (B)(6) hospital. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06723514. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/06723514) was implanted during the procedure. On (B)(6) 2011: (B)(6) division of health. (B)(6) , md. Operative report. Preoperative diagnosis(es): recurrent ventral hernia. Postoperative diagnosis(es): recurrent ventral hernia. Operation performed: recurrent ventral herniorrhaphy with mesh. Indication for procedure: the patient is a 34-year-old male with an upper midline ventral hernia. This is recurrent following three previous repairs. Duo mesh was placed during the last repair and was palpable within the fascial defect when the patient strained. Anesthesia: general endotracheal. Description of operation: ¿after anesthesia was induced, the abdominal wall was shaved, prepped and draped in a sterile fashion. The previous upper midline incision was opened with a scalpel and dissected down to the hernia sac was undertaken with electrocautery. The hernia sac was entered with metzenbaum scissors. The hernia sac was then dissected from fascial edges and previously placed mesh with portions of the hernia sac being discarded. Adhesions were taken down sharply where the small bowel was attached to the anterior abdominal wall in all directions. The previously placed mesh was rectangular with its long axis in the midline. The upper and left edges appeared to be still firmly attached to the abdominal wall fascia, but the right and lower edges were loose allowing the hernia. It was decided to leave this mesh in place and use it to reattach the loose fascia on the two free edges to the intact mesh. The right fascial edge was dissected from surrounding structures and then attached to the free edge of the mesh using #1 prolene suture in an interrupted figure-of-eight fashion. The lower fascial edge was also freed from surrounding structures and attached to the mesh with #1 prolene suture in an interrupted figure-of-eight fashion. The subcutaneous space was irrigated with saline solution. The skin edges were reapproximated with interrupted 3-0 vicryl suture. The skin was stapled and then the incision was covered with a sterile dressing. The patient tolerated the procedure well. All counts were correct and the estimated blood loss was 30 ml. No drains were placed and there were no complications. There was no specimen. The patient was awakened and extubated in the operating room. His abdominal wall was observed as he coughed upon extubation. There was no gross movement in the upper midline as there had been at the beginning of the procedure showing that the repair was intact. The patient was transported to the post anesthesia care unit in good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional revision procedure occurred. It was reported the patient alleges the following injuries: mesh was palpable and loose requiring revision surgery. Additional event specific information was not provided.